Event description:
Painful right knee and progressive patella-femoral and lateral tibiofemoral arthrosis.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device associated with this report was not returned. Patient medical records and x-rays were provided for review. With the information provided, it is determined the complaint is not product related. The patient's pain appears to be a result of his progressive arthritis and not a result of the implant. A complaint database search finds no additional reports against the provided product and lot combinations. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.